Manufacturer narrative:
It was initially reported that the left fossa component would be revised due to heterotopic bone, but this was later corrected to the right fossa component. The right fossa component was removed and replaced with a non-stryker implant in (B)(6) 2024. Since the device now to be revised is not a stryker product, the event does not qualify as a complaint. Therefore, the investigation will be closed as a feedback report.

Event description:
It was reported that device will be removed due to heterotopic bone.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that device will be removed due to heterotopic bone.